Manufacturer narrative:
One 15mm loop, uni-directional, curve d, sensor enabled, advisor fl circular mapping catheter was received for evaluation. Visual inspection revealed the catheter shaft was noted to be fractured between shaft electrode 11 and 12, additionally the electrode 11 and the sensor wires were fractured in the same location.. Electrode 12 met specifications for acceptable resistance values with short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft and conductor wires remains unknown.

Event description:
This report is to advise of catheter fractures noted during analysis.